Event description:
Customer alleges discrepant results with inratio2 meter compared to laboratory. Summary of reported results: testing date: (B)(6) 2014. Initial inratio2 results: 1.4. Repeat inratio2 results: 1.5. Laboratory results: 2.4. Time between testing: one hour. Patient's therapeutic range: unknown. No further information was provided.

Manufacturer narrative:
Investigation pending.